Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2023. The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cba's complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. This report is submitted on february 16, 2024.

Manufacturer narrative:
This report is submitted on january 15, 2024.

Event description:
Per the clinic, the patient experienced an infections at the abutment site. Subsequently, the patient was treated with oral and IV antibiotics (specific date and duration not reported). It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia for the explant. This report is submitted on march 15, 2024.